Manufacturer narrative:
(B)(4): no defect was found with the returned product. The cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2012, the patient contacted animas and reported having issues with air bubbles in the cartridge. The patient stated that her blood glucose (bg) values would elevate in the 200 to 300mg/dl range with no symptoms. It was noted that the patient was legally blind and receives assistance with filling the cartridge from the nurse. Customer support (cs) reviewed the filling technique with the nurse and noted that the nurse pre-fills cartridges for a week at a time and puts them back in the refrigerator. Cs advised the nurse that this could result in air bubbles to form. The patient and the nurse stated they have been doing this process for a long time and that the problems with the air bubbles recently occurred. The nurse indicated that the insulin will be in the cartridge for up to 7 days. Cs reviewed the filling instructions with the reporter and the patient and stated that the cartridge should only be filled with insulin for a maximum of 3 days. The patient confirmed that she disconnects from the pump prior to priming air out. The patient confirmed that the air bubbles were removed during the call with cs but did not report what her bg value was. The reported bg event was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported as the reporter and the patient reported having issues with air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.